Event description:
It was reported that an ilet pump displayed a split or delaminated screen, and a replacement device was arranged, with instructions provided to shut down the device, sync data to the mobile app, and return the original using a supplied shipping label. Symptoms included no clinical effects or adverse physiological symptoms. Outcomes included no patient impact, no alarms, and uninterrupted therapy due to confirmed backup therapy and continued cgm use with the dexcom app or receiver. Investigation included customer interview, verification of shipping information, education on device shutdown and startup, and coordination for device return. Investigation of this case revealed a hardware display defect consistent with screen delamination affecting the user interface, associated with the pump¿s display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display module.